Manufacturer narrative:
Technician found the trendelenburg cylinder was failing and replaced trendelenburg cylinder to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
The account alleged that the trendelenburg was not working. No patient impact.